Event description:
Medtronic received information that prior to the implant of this 29mm transcatheter bioprosthetic valve, pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. After the valve was deployed, it dislodged down approximately 8-10mm and did not properly seal in the annulus or left ventricular outflow tract. The patient was extubated and recovered with no negative outcome. The patient was returned to the operating suite for open chest surgery. The valve was explanted and it was replaced with a 25mm non-medtronic surgical valve. The operation was successful and it was reported the patient was doing well. Per the implanting physicians, the cause of the dislodgement was unknown. No post-implant bav was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.